Manufacturer narrative:
The serial number of the device was unknown. Therefore, the date of manufacture is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a tympanomastoid surgery, the motor device "got hot" when in use with the attachment device. The reporter stated suction irrigation was used throughout drilling during the surgery. There was a five minute delay to the planned surgical procedure to obtain a spare motor and attachment device. The surgery was completed successfully with the spare device. The reporter stated that "when the drills were switched out, the attachments were also replaced". No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown, but the reporter clarified that the event occurred sometime in november. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.